Event description:
It was reported that customer was hospitalized due to a heart attack, the customer stated that they were not wearing the pump while hospitalized, and when they tried to get the insulin pump going again the buttons on the insulin pump were unresponsive. Customer's blood glucose level at the time 424mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)